Manufacturer narrative:
A titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed surface abrasion on all pump tubing, exhaust tubing of cylinder 2, and on the inlet tubing of the reservoir. No functional abnormalities were noted with any of the returned components. Examination revealed a loose piece of connector on the reservoir inlet tubing. Because the available information did not indicate what factors may have contributed to the reported condition, and because no functional abnormalities were noted, the cause of this reported event could not be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the connectors came apart. The device was removed/replaced.

Manufacturer narrative:
A titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed surface abrasion on all pump tubing, exhaust tubing of cylinder 2, and on the inlet tubing of the reservoir. No functional abnormalities were noted with any of the returned components. Examination revealed a loose piece of connector on the reservoir inlet tubing. Because the available information did not indicate what factors may have contributed to the reported condition, and because no functional abnormalities were noted, the cause of this reported event could not be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the connectors came apart. The device was removed/replaced.